Event description:
It was reported that balloon rupture and vessel perforation occurred. The lesion was located in left anterior descending artery (lad). The 3.50mm x 20mm emerge balloon catheter was advanced to the lesion. The balloon was inflated to 18 to 20 atmospheres and the balloon ruptured. Vessel perforation/rupture was also noted. The patient became hemodynamically unstable. All parts of the device were removed from the patient. The bleeding was stopped by inflating an unspecified balloon catheter in the proximal lad. Pericardiocentesis was performed and the patient was stabilized. Bypass surgery was performed and the patient's status post surgery was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).